Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The customer was notified of the potential contamination and recommendation via email on 10/31/23. As of the date of this report, there has been no response to the recommendation. A follow-up will be filed if any additional information or information that corrects this report is obtained.

Event description:
Cq technician notified cq service via airtable that the internal tubing of this device was suspect for bacterial contamination during an on-site pm. The technician took pictures of the internal tubing which were reviewed by cq director of operations and epidemiologist, who recommended that the device received hpc testing to gain a quantitative analysis of water quality due to discoloration within the water path. This issue was identified on (B)(6)2023, no patient involvement was reported.